Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened cvc kit containing a guide wire for analysis. An arrow raulerson syringe (ars) was not returned. No definite signs-of-use were observed. Visual analysis revealed two major kinks on the guide wire. The distal j-bend was also misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were full and spherical. Visual analysis could not be performed on the ars involved with this complaint as it was not re-turned. The kinks on the guide wire measured 385mm and 412mm from the proximal weld. The guide wire total length measured 456mm, which is within the specification limits of 450mm-458mm per the guide wire product drawing. The guide wire outer diameter measured 0.790mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The re-turned guide wire was inserted through a lab inventory ars/introducer needle subassembly. Minor resistance was encountered at the location of the kinks. All functional sections of the guide wire passed with little to no difficulty. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". During functional testing, two additional kinks formed due to mishandling of the guide wire. Functional analysis could not be performed on the ars involved with this complaint as it was not returned. A manual tug test confirmed that the distal and proximal welds were secure and intact. Additional testing could not be performed on the ars involved with this complaint as it was not re-turned. A device history record review was performed, and no relevant findings were identified. "Do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a kinked guide wire was confirmed through analysis of the returned sample; however, the ars involved with the complaint was not returned to confirm resistance. Visual analysis of the guide wire revealed kinking across the body. Despite the damage, all relevant dimensional and functional requirements were met, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the root cause cannot be determined as the ars involved with the complaint was not returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2024, the doctor found the swg kinked when swg insertion into ars, dilator tip was found blunt during use on the patient. They changed a new one." There was no medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine". Associated MDR numbers include:3006425876-2024-01136.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "on (B)(6) 2024, the doctor found the swg kinked when swg insertion into ars, dilator tip was found blunt during use on the patient. They changed a new one." There was no medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine". Associated MDR numbers include:3006425876-2024-01136.